Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken pitch cable at the distal end. The instrument had a pitch cable dislodged in the housing at the proximal end. The instrument housing was removed, and the pitch cable was found dislodged. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the small grasping retractor instrument had a frayed wire at the working end. There was no report of patient involvement.